Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated and was not pacing immediately after implant. The guidant representative had tried two different programmers and two different wands. All connections were tight. An out of range telemetry message was displayed. A guidant technical services consultant recommended applying a magnet, which generated tones as appropriate for a device in the off mode. However, the device still did not pace and could not be interrogated. The physician elected to implant another guidant crt-d.